Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, tonsillectomy, c-section, kidney stones, pregnancy, sciatica and hypothyroidism. Patient history and testing: (B)(6). Spotting pregnancy test was negative CT examination (B)(6) 2011. Findings: bilateral essure devices are present. Surgical clips project over right upper quadrant consistent prior cholecystectomy. Impression: no radiographic evidence of acute abdomen pelvic abnormalities. Comparison: CT of the abdomen and pelvis without contrast (B)(6) 2011: indication/history: generalized abdomen pelvic pain. Procedure: CT image volume, displayed in multiple planes. Findings: lung bases: unremarkable. Normally aerated. Visible heart unremarkable. Impression: large amount of stool in the colon. No other significant abnormalities identified. Urine cultures: 25000 cfu/ml. Mixed gram positive and gram negative organisms. Gross examination: the specimen is labeled with the patient's information and "uterus and bilateral tubes." The serosa of this 86.4 gram, 8.8 x 5.7 x 3.9 cm, intact uterine corpus and cervix with attached bilateral fallopian tubes is pink-tan, smooth and glistening. The cervical os is patent. Bisection reveals a patent endocervical canal. The endometrium is red, thin and measures less than 0.1 cm in greatest thickness. The myometrium is pink-tan, generally homogenous and measures up to 2.4 cm in greatest thickness. Sectioning does not reveal a well-circumscribed mass grossly. The serosa of this 6.5 cm in length and 0.5 cm in average diameter left fallopian tube is pink-tan-red with fibrous adhesions and several paratubal cysts, the largest measuring 0.2 cm. The serosa of this 7.0 cm in length and 0.4 cm in average diameter right fallopian tube is pink-tan with fibrous adhesions. The right fallopian tube will be inked blue. Concurrent conditions included abdominal cramps, right lower quadrant pain, orthostatic dizziness, spotting vaginal, flank pain, endocrine disorder, flank tenderness, pyelonephritis, dehydration, neck pain, back pain, headache, neck strain, lumbar strain, epigastric discomfort, vomiting, bleeding gastric ulcer, gastroenteritis, epigastric pain, absent bowel movement, vomiting blood, dystonic reaction, colitis, menstruation irregular, anaphylactic reaction, angioedema, hypersomnia, infectious mononucleosis, vitamin d deficiency, dysfunctional uterine bleeding, temperature intolerance, dry skin, abnormal weight gain, breast asymmetry, dandruff, uterine fibroid, enzyme activity abnormal, localized edema, seizures, dysuria, face edema, elevated liver enzymes, inflammatory bowel disease, periorbital edema, kidney infection, foggy feeling in head, chronic cervicitis, adenomyosis and uterine adhesions. Concomitant products included ondansetron (zofran) for nausea, hydrocodone since (B)(6) 2014, hydrocodone; paracetamol (acetaminophen; hydrocodone) and morphine sulfate for pain, promethazine since (B)(6) 2018 for seizures, ceftriaxone sodium (rocephin) since (B)(6) 2011 for urinary tract infection as well as acetylsalicylic acid (aspirin) since (B)(6) 2014, aluminium hydroxide; magnesium hydroxide; simethicone (mylanta 11) since (B)(6) 2013, azithromycin since (B)(6) 2014, ceftriaxone, ciprofloxacin since (B)(6) 2011, clarithromycin (macrobid), diazepam since (B)(6) 2015, diphenhydramine, doxycycline monohydrate since (B)(6) 2014, ergocalciferol since (B)(6) 2014, famotidine (famoter), hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2011, hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen since (B)(6) 2012, ketorolac, ketorolac tromethamine (sprix) since (B)(6) 2015, levonorgestrel (mirena), levothyroxine since (B)(6) 2014, meloxicam since (B)(6) 2014, methylprednisolone, misoprostol (cytotec) since (B)(6) 2015, morphine since (B)(6) 2011, omeprazole magnesium (prilosec) since (B)(6) 2013, omeprazole since (B)(6) 2014, oxycodone since (B)(6) 2014, povidone-iodine since (B)(6) 2015, promethazine since (B)(6) 2014, sucralfate (carafate) since (B)(6) 2013, sucralfate since (B)(6) 2014, sulfamethoxazole;trimethoprim (bactrim) since (B)(6) 2018, sulfamethoxazole; trimethoprim (septra) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2012. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoinflammatory disease ("autoimmune disorder type of disorder: inflammation"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), allergic gastroenteritis ("gastrointestinal or digestive system condition type: allergies"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, autoinflammatory disease, bladder disorder, urinary tract disorder, dyspareunia, fatigue, allergic gastroenteritis, alopecia, cystitis, vaginal infection, migraine, headache, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered allergic gastroenteritis, alopecia, autoinflammatory disease, bladder disorder, cystitis, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Ultrasound scan - on an unknown date: probable post ut fibroid seen measuring 1.5x1.1x1.3 cm. Ultrasound scan vagina - on (B)(6) 2011: result of test: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2019: new pfs+mr received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: inflammation, bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: allergies, hair loss, hysterectomy (full), infection (bladder/ urinary tract/vaginal), migraines /headaches, nausea, pain, vaginal discharge and weight gain were added. Case becomes valid. New reporters, plaintiffs information was added. Concomitant conditions and drugs added. Historical conditions, drugs and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.